Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that during vizigo¿ sheath flush and prep, prior to use in the patient, there was difficulty advancing the dilator through the sheath and the dilator became kinked. There may have been a valve blockage because after they exchanged the sheath, the scrub tech attempted to push the dilator backwards through the tip of the defective sheath and they pushed out a piece of plastic. The dilator was bent. The damage was observed on the shaft. No adverse patient consequence was reported. Device evaluation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002233 number, and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that during vizigo¿ sheath flush and prep, prior to use in the patient, there was difficulty advancing the dilator through the sheath and the dilator became kinked. There may have been a valve blockage because after they exchanged the sheath, the scrub tech attempted to push the dilator backwards through the tip of the defective sheath and they pushed out a piece of plastic. The dilator was bent. The damage was observed on the shaft. No adverse patient consequence was reported. The resistance with sheath and dilator damaged issues are not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The hemostatic valve separation is MDR reportable.